Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the reporter contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra 2 meter was reading inaccurately low compared to another meter. The complaint was classified based on customer service representative (csr) documentation. The reporter stated that the meter issue probably began several months prior to them contacting lfs. The reporter alleged that they obtained alleged inaccurately low blood glucose result of ¿220 mg/dl¿ on the subject meter compared to ¿690 mg/dl¿ on the hospital meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter stated that the patient takes no diabetes medication, but that on an unknown date after the product issue, the patient developed symptoms of ¿legs were hurting badly, hot, sweaty, a little confused, and very aggravated¿. The reporter stated that the patient required to go to the emergency room, where she was admitted to hospital and treated with ¿IV fluids¿. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the patient had used an approved sample site to obtain the blood samples. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms and received treatment for a possible serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.